Event description:
During preparation for use of the device for endoscopic saphenous vein harvesting procedure, the user reported the endoscope was bent. No other details regarding the nature of the event were provided. The device was used for the procedure. The user reported there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.